Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient reported that he felt pain in his left hip while dancing at a party. He reported that the following day while driving he felt his hip "give way". Fracture of srom stem was noted.